Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log revealed no occurrences of system error 320 however, the log revealed multiple system error 322. The device was found out of specification in relation to system error 322 which was reproduced during evaluation. The cause was determined to be an out of adjustment link screws spacing gap which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 320 (latch switch error). There was no known patient injury or medical intervention associated with this event. No additional information is available.